Event description:
It was reported that this patient received anti-tachycardia pacing (atp) therapy and shock therapy from this implantable cardioverter defibrillator (ICD) device across many stored non-sustained episodes from the same day. Therapy was not exhausted. Boston scientific technical services (ts) reviewed the episodes and indicated they appeared to be due to the same tachycardia event but it was unclear if it was due to rapid ventricular response (rvr) with an accessory pathway or a dual tachycardia rhythm. Evidence is suggestive the device therapy was inappropriate. Ts indicated to the boston scientific representative that an external electrocardiogram (ECG) would be helpful to identify the rhythm and to determine if device therapy is desired. Ts also noted that device programming would be challenging for this rhythm and provided guidance to consider treatment of the rhythm via medication, an ablation procedure or other medical management. The device remains in-service. No additional adverse patient effects were reported.